Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. Pump had broken battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call of experiencing no delivery of insulin. Customer's blood glucose was 410 mg/dl, which was treated with insulin pump and manual injection. Customer declined troubleshooting due to troubleshooting being previously done and blood glucose continued to elevate. Insulin pump would be replaced per customer's request.